Manufacturer narrative:
Sections with additional information as of 28-feb-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: customer was admitted to the hospital on (B)(6) 2019, released, and re-admitted on (B)(6) 2019. Customer was released from hospital on (B)(6) 2019, and was diagnosed with hyperglycemia. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated meter is working correctly.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Mother is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination, thirsty, nausea and difficulty walking. Medical attention is reported as a result. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 03/26/2021 and open vial date is a few weeks ago. The meter memory was not reviewed for previous test result history.